Event description:
It was observed during the device inspection, that the maintenance unit power switch at front failed with light-emitting diode (led) not lighted up /plastic cap was torn off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: 4 suction feet at the bottom with weak suction force; power switch at front failed with light-emitting diode (led) not lighted up /plastic cap was torn off and air pressure was fluctuaring due to worn out air joint unit and connector socket. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon was caused by power switch failure. Olympus will continue to monitor field performance for this device.